Manufacturer narrative:
Submitting corrected 510k number.

Event description:
On (B)(6) 2024, the customer alleged to medela llc that her freestyle flex pump stopped turning on. Additionally, she stated she developed mastitis and was prescribed an antibiotic.

Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including performing a reset on the breast pump, the customer did the reset and stated it did not help. Customer service sent the customer a new pump.   In follow up with a complaint handler on 04/24/24, the customer indicated that she developed mastitis on (B)(6) 2024 and went to the doctor and was prescribed an antibiotic. She said the replacement breast pump is working for her and her mastitis is improved. Based on the results of our internal investigation (reference number (B)(4)), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However, in this case, the mother¿s mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.